Manufacturer narrative:
One 6fr r2p destination sheath was returned for product evaluation. The components were returned fully mated together. Visual inspection of the sheath and dilator showed there was no damage. Functional testing was performed. The sheath was subjected to leak testing. The sheath was cut approximately 9cm from the hub and the distal end was inserted into a 12 fr balloon. The distal end of the balloon was connected to a controlled air supply system. The 3-way stopcock (3wsc) was closed, and the air pressure was increased to 4.3 psi (equivalent to 222 mmhg). The setup was submerged underwater for approximately 30 seconds and no air bubbles were observed at the hub. A dilator for investigational purposes was then inserted into the sheath. This assembly was submerged in water, and no bubbles were detected around the hub for 30 seconds. The sample passed the leak test. To check for damage at the crosscut valve, the valve was dissected and observed under microscope. A blood-like substance was noted and there was some discoloration noted at the center of the valve as well (likely from use of the device when inserting the dilator). There were no tears or holes noted on the valve. No gross anomalies or damage was seen at the sheath inner lumen.

Manufacturer narrative:
(B)(6). Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that the r2p destination slender was used during the procedure. Hand injection of contrast was administered via the side port of r2p destination slender sheath which then revealed leakage at the proximal valve. The valve had an 0.035 wire in place when the leakage was observed. The patient was in stable condition. The outcome of the procedure was successful. There was no patient injury/medical or surgical intervention required. Additional information was received on 14feb2020. The device was prepped appropriately for a common iliac artery angioplasty and stent.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the device return date in section d10 and to provide the completed investigation results. H6 - results - 202 is based upon evaluation of user facility information and the returned sample; 213 is based upon the functional testing of the returned sample. H6 - conclusion - 4310 is based upon evaluation of user facility information and the returned sample; 67 is based upon the functional testing of the returned sample. One 6fr r2p destination sheath was returned for product evaluation. Visual inspection of the sheath and dilator showed there was no damage. Functional testing was performed. The sheath was subjected to leak testing. The sheath was cut approximately 9 cm from the hub and the distal end was inserted into a 12fr balloon. The distal end of the balloon was connected to a controlled air supply system. The 3-way stopcock (3wsc) was closed, and the air pressure was increased to 4.3 psi (equivalent to 222 mmhg). The setup was submerged underwater for approximately 30 seconds and no air bubbles were observed at the hub. A dilator for investigational purposes was then inserted into the sheath. This assembly was submerged in water, and no bubbles were detected around the hub for 30 seconds. The sample passed the leak test. To check for damage at the crosscut valve, the valve was dissected and observed under microscope. There was some discoloration noted at the center of the valve which could be from high pressure during injection of the contrast. A blood-like substance was noted at the center as well. No gross anomalies or damage was seen at the sheath inner lumen. Based on the provided information and investigation results, there is no definitive evidence that this event was related to a device defect or malfunction. The exact cause of the reported event cannot be definitively determined based on the available information.